Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide instructs the user to remove any residual air from the cartridge. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.

Event description:
It was reported that the insulin gauge was inaccurate. Customer reportedly was using cold insulin and was not removing the air from the cartridges, customer technical support educated customer in regard to the proper load technique. Customer continued using existing cartridge. There was no reported adverse impact to the customer.